Event description:
A report was received that following a permanent implant procedure the patient was experiencing pain. The patient was provided percocet. It was also reported that the patient was still experiencing soreness.